Event description:
It was reported that there was a hole in the cassette patient line and it leaked. The hole was found where the luer connects to the line. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and noted damaged tubing to patient line connector due to welding. Functional testing including leak testing, clear passage testing, clamp function testing and device to device interaction testing was performed. Clear passage testing and clamp function testing were performed with no issues. A simulated therapy was performed using the device with no alarms noted. Leak testing found a leak from the damaged tubing to the patient connector. The reported condition was verified. The cause was determined to be a manufacturing issue as the damaged was caused by welding. Should additional relevant information become available, a supplemental report will be submitted.